Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. It was reported that the pump was ¿losing minutes over the duration of the battery life.¿ this complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/06/2016 with the following findings: a review of the pump black box data no activity related to a time loss/gain. During testing, a timekeeping accuracy test was performed and the pump was found to keep time accurately. The complaint of a time unrelated to the complaint, investigation revealed that the display was dim and discolored. The complaint of time discrepancies was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).